Manufacturer narrative:
Additional information received from the initial reporter on 01 september 2016 and includes: the implant remained in the patient as it simply got repositioned. Therefore, gathering the reference and lot number is rather difficult. On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: the cage between l4 and l5 had shifted posteriorly and was repositioned shortly after primary surgery. In order to do this, pedicle screws were exchanged to a larger diameter, to get good purchase in the bone. There is no complaint that indicates that the reason for cage shifting is due to a malfunction of the device.

Event description:
Additional surgery after l4-s1 tlif with must solid screws and two mectalif oblique cages. Exchanged l4 (6x50) and s1 (6x45) screws left and right with 7 mm must solid screws (50mm and 45mm respectively). Used mectalif oblique extraction instrument and glide hammer to try and extract misplaced cage at l4/5. The cage did not move posteriorly and surgeon decided to use the same instrument to reposition the cage and insert more anteriorly. The surgeon was happy with the result.